Event description:
¿Caller alleged discrepant results compared with the lab. Results as follow:¿ date: (B)(6) 2012, inratio2: 1.8, lab: 4.7. Time elapsed between each method of testing is one hour and forty-five minutes. Patient¿s therapeutic rang is 2.5-3.5.

Manufacturer narrative:
Investigation pending.